Event description:
The customer observed a falsely elevated troponin result while using the architect stat troponin-I reagent. The customer indicated one sample showed poor precision with results ranging between 0.02 ng/ml to 0.043 ng/ml. The customer indicated that the cutoff value is 0.032 ng/ml. The results were not reported. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of the instrument service history, a search for similar complaints, and a review of labeling. Review of the instrument service history indicated the issue was addressed by replacing the probe. No other issues were identified which may have been a factor in the current complaint. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i2000sr analyzer, list number 03m74, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.